Event description:
The customer complained of erroneous intact human chorionic gonadotropin + the b-subunit (hcg+b) results from one patient sample. The initial hcg+b result was 1.87 miu/ml. This result was reported outside of the laboratory. The physician called to explain that the patient was confirmed as being pregnant by an ultrasound. The sample was repeated and the hcg+b results were 7587 miu/ml and 7647 miu/ml. No adverse event was reported. The hcg+b reagent lot number was 183183. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. A general instrument or reagent issue is not likely. Based on the available data, a possible root cause may be related to pre-analytics. Another possible root cause may be related to improper environmental conditions in the laboratory.